Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event in ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope¿ as below. "[Inspection of the endoscope] inspect the objective lens at the distal end of the endoscope for dents, bulges, swelling, or other irregularities. Inspect the surface of the insertion tube for cracks, dents, bulges, or other irregularities. Inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Check for protruding objects or other irregularities. Inspect the control section, light guide connector, and video plug for excessive scratching, which may allow debris to accumulate. Confirm that there are no scratches, chips, cracks, etc. In the adhesive on both ends of the covering member of the curved part (see figure 3.2). Reference the covering member of the bending section is fixed by winding the outer periphery of both ends with thread and applying adhesive from above. Therefore, if the glue is missing, the thread will be exposed." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that leakage was noted from the insertion section of the videoscope. The device was returned and an evaluation at the repair center revealed, the adhesive of the objective lens was peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation ¿leakage from the insertion section¿. There were few additional findings. Due to pinhole on universal cord and video cable, water tightness is lost. Due to damage on light guide-cover glass and deformation of video connector case, water tightness is lost. The bending section cover had a scratch. Adhesive on bending section cover had a chip. Label on video connector was peeled. Video connector case had a crack. Due to damage, switch button 1, 2 and 3 does not work. Due to wear of forceps elevator lever, bending section could not be fixed firmly. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.